Event description:
Puncture in pilot balloon not able to maintain inflation properly. Called by rn to bedside for audible leak. When respiratory therapist (rt) arrived rt first noticed the etco2 on the monitor not picking up a reliable reading. An audible leak heard from patient with a leak percentage read out of > 50% on the ventilator. Rt added additional water to water filled cuffed tracheostomy tube and found water dripping down patient's neck. Rt took closer observation of the pilot balloon and noticed water leak from the pilot balloon. When rt added water to the pilot balloon rt could see water leak becoming larger. Trach tube was ultimately replaced with a brand new trach tube. Patient was stable through out whole process from recognition of a leak to the replacement of the old trach tube. There was no harm in this event. This is not a recurring event at our facility. The product has been disposed of.